Event description:
It was reported by the warehouse in (B)(6) that "unknown embedded clear particulate was found on the wire reinforced section of the cannula body during incoming inspection."

Manufacturer narrative:
Additional manufacturing narrative: it was reported by the warehouse in (B)(6) that "unknown embedded clear particulate was found on the wire reinforced section of the cannula body during incoming inspection." The device was returned to edwards for evaluation and the reported particulate was confirmed. However, the clear particulate was found to be a circular particulate, loose in the lumen of the cannula. The particulate measured 2,542,000¿m2. Ft-ir analysis of the particulate found there was a high likelihood it was cannula body material. Root cause analysis determined the particulate was likely that of a slug from the manufacturing process that was occurred during removal of the device from a mandrel that was missed during inspection. Awareness training was conducted in response to this event. Manufacturing records were reviewed and no related non-conformances were identified. (B)(4) and an edwards CAPA were opened in response to this event. A review of the IFU was performed and no inadequacies were identified with regards to warning, contraindications, and the directions/conditions for the successful use of the device. Trends will continue to be monitored through the use of edwards quality systems and if action is required, appropriate investigation will be performed.